Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) cyst gastrostomy procedure that was performed on (B)(6) 2024. After the procedure, the physician noticed that there were several holes in the covering of the axios stent. The stent remains implanted, and the physician is comfortable leaving the stent in place. There was no patient complications reported as a result of this event.